Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted a significant amount of purulence and noticed that the previously placed mesh was herniating through the hernia defect. He also noted dense adhesions of the mesh to the omentum. These adhesions were taken down and the failed mesh was removed. It was reported that the patient experienced severe pain, nausea, chills, inflammation, infection and loss of appetite. No additional information is provided.